Event description:
It was reported that surgical intervention may occur.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg would not communicate with external devices. The issue began for the patient approximately one month ago. Troubleshooting was unsuccessful. No further interventions are planned at this time.

Manufacturer narrative:
The reported observation was confirmed. Functional testing of the ipg indicated no anomalies. Review of the ipgs system logs was able to determine that communication between a programmer and the implantable pulse generator (ipg) was unable to take place as the ipg had entered the service application state. Based on the information available, the root cause of the device entering the service application state was not ascertained. Actions have been taken to prevent recurrence of this issue.

Manufacturer narrative:
Method code corrected.